Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. Customer blood glucose reading was unknown. Troubleshooting for the alarm was partially performed. The customer said the alarm reoccurred after changing battery in the insulin pump. The insulin pump will be returning for analysis.